Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluation by MFR.: the device was returned for analysis. Inspection of the device found that the handshake connection was separated and failed to return for further analysis. The coil was separated at the burr housing and was stretched for majority of its length. There was separation of the sheath at the strain relief. The wire was frozen within the stretched coil and was not removable.

Event description:
Reportable based on device analysis completed on 29jul2024. It was reported that air leakage occurred between the burr and the advancer. A 2.00mm rotalink burr was selected for use in the calcification of the right crown. During the procedure, it was noted that there was air leakage between the burr and the advancer. The procedure was completed with another of the same device. No patient complications and the patient was good post procedure. However, device analysis revealed that there was separation of the sheath at the strain relief.